Event description:
This is the first of 2 emdrs reported for this complaint.

Manufacturer narrative:
The following return was received from the customer for investigation: one used list #b4018, 4-way high flow stopcock w/rotating luer; lot #unknown. The complaint of leakage was confirmed on the returned used list #b4018, 4-way high flow stopcock w/rotating luer; lot #unknown. As received, there was crazing and a crack observed on the female luer the stopcock. The crack was observed to be from the end of luer to half-way down the luer. The sample was leak tested per product specification. There was a leak observed on the stopcock with a crack and crazing observed. The probable cause of the damage observed is typical of environmental stress during use. A device history record (DHR) review could not be conducted because no lot number was identified. D9 - date returned to mfg: 2/10/2023. .

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a 4-way high flow stopcock w/rotating luer that the customer reported leaking of levophed from the stopcocks attached to cvc (central venous catheter). It was titrated up to 25mcg/min to achieve map (mean arterial pressure) goal. There was patient involvement and no human harm.